Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The flexible part of the screwdriver was contaminated despite proper cleaning. The replacement was also contaminated and has to be cleaned prior usage. Surgical delay of 10-15min. No other consequences reported.

Manufacturer narrative:
Evaluation revealed all three set screwdriver to be the subject products. No further associated products were reported. Review of the manufacturing documents of all three devices revealed no discrepancies. Any contamination such as dirty residues could not be found on the devices returned. All three items were documented as faultless prior to distribution, and as they had been in use for a longer time (manufactured 2010) we pre-suppose that the set screwdriver had fulfilled their tasks in former surgeries as intended without problems reported. Internal lab test 080610hk2 from 2010 revealed no traces of residues due to manufacturing process. General cleanability of the set screwdriver in the flexible part was proved during design validation. Tests (e.g. Test report 230408cg1) confirmed, that germ reduction is being achieved significantly better by automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). The area of the discoloration was optically inspected with a stereo-microscope. The discoloration was found to be due to slight material abrasion on single windings of the spindle. This was caused due to contact with other instrument / implants either intra-operative or during cleaning sterilization and is regarded as normal traces of use. The reported event could not be confirmed. No deviation was found on the returned items. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
The flexible part of the screwdriver was contaminated despite proper cleaning. The replacement was also contaminated and has to be cleaned prior usage. Surgical delay of 10-15 min. No other consequences reported.